Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump. The customer will use multiple daily injections as a backup therapy and will receive a pump with updated software. Instructions were provided for pump return and storage mode, and a replacement pump was sent along with goodwill supplies.